Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high/low blood glucose readings. The customer stated that his sensor glucose read 180 mg/dl when it was actually 50 mg/dl. The customer also had blood glucose reading over 200 mg/dl. The customer reported that the sensors were not bent, damaged or retracted. The customer declined to troubleshoot.